Event description:
Surgery was performed on (B)(6), 2010 to repair umbilical hernia. Ventrio hernia patch from bard davol was inserted. Six months of discomfort, pain, infection and lowered quality of life ensued. On (B)(6), 2010, the surgeon removed the ventrio hernia patch and did a non patch stitches repair instead. This was needed due to an autoimmune reaction to the patch ref (B)(4) lot hute0229 8cm x 12cm. Dates of use: (B)(6) 2010. Diagnosis or reason for use: umbilical hernia. Event abated after use stopped or dose reduced: yes.